Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys assay results from two patient samples tested on the cobas e 801 module. On (B)(6) 2025: patient sample 1 the initial result with the patient sample at automatic 1:1 dilution was 76.7 ng/l. The first repeat result with the patient sample at automatic 1:1 dilution was 3 ng/l. The second repeat result of the undiluted patient sample was 3 ng/l. On (B)(6) 2025: patient sample 2 the initial result of the undiluted patient sample from the module was 18.3 ng/l. The first repeat result of the undiluted patient sample from the module was 4.87 ng/l. The second repeat result with the patient sample at automatic 1:1 dilution from another module was 5.46 ng/l. This result was deemed correct. The third repeat result with the patient sample at automatic 1:1 dilution was 5.03 ng/l.

Manufacturer narrative:
In the initial MDR, b5 describe event or problem should have been: "the initial reporter received questionable troponin t hs elecsys assay results from three patient samples tested on two cobas e 801 modules (cobas a and cobas b). On (B)(6) 2025: patient sample 1, the initial result with the patient sample at automatic 1:1 dilution from cobas a was 76.7 ng/l. The first repeat result with the patient sample at automatic 1:1 dilution from cobas a was 3 ng/l. The second repeat result of the undiluted patient sample from cobas b was 3 ng/l. On (B)(6) 2025: patient sample 2, the initial result of the undiluted patient sample from cobas a was 18.3 ng/l. The first repeat result of the undiluted patient sample from cobas a was 4.87 ng/l. The second repeat result with the patient sample at automatic 1:1 dilution from cobas b was 5.46 ng/l. This result was deemed correct. The third repeat result with the patient sample at automatic 1:1 dilution was 5.03 ng/l." On (B)(6) 2025: patient sample 3, the initial result from cobas a was 74.5 ng/l. The first repeat from cobas a was 14.1 ng/l. The second repeat result from cobas a was 17.3 ng/l." Instead of: "the initial reporter received questionable troponin t hs elecsys assay results from two patient samples tested on the cobas e 801 module. On (B)(6) 2025: patient sample 1, the initial result with the patient sample at automatic 1:1 dilution was 76.7 ng/l. The first repeat result with the patient sample at automatic 1:1 dilution was 3 ng/l. The second repeat result of the undiluted patient sample was 3 ng/l. On (B)(6) 2025: patient sample 2, the initial result of the undiluted patient sample from the module was 18.3 ng/l. The first repeat result of the undiluted patient sample from the module was 4.87 ng/l. The second repeat result with the patient sample at automatic 1:1 dilution from another module was 5.46 ng/l. This result was deemed correct. The third repeat result with the patient sample at automatic 1:1 dilution was 5.03 ng/l." In the initial MDR, h11 additional narrative should have been: "the serial number of the customer's cobas e 801 modules are: cobas a - (B)(6), cobas b - (B)(6). The investigation is ongoing." Instead of: "the serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing."

Manufacturer narrative:
The calibration results for both modules were within the specified ranges. The qc results for both modules were within the specified ranges. A general reagent problem was not present because the qcs before the event were within ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation reviewed the submitted 15-apr-2025 to 16-apr-2025 sample foam detection camera images (date of event: 04-mar-2025). The images showed dust particles in the gripper wheels and the sample quality was poor. The investigation determined the event was consistent with a preanalytic issue at the customer site (poor sample quality and dust particles). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.